Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they did not received alarmed compromised force sensor system. The customer stated that they was unsure if drive support cap was protruded, loose or sticking out. Customer stated the motor did not slow down nor did numbers ramp up on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to protruded drive support disk.